Event description:
This event was reported as pt expired due to respiratory failure secondary to congestive heart failure and coronary artery disease. Significant other findings were mitral insufficiency and acute renal failure. No further info was provided.